Event description:
In 2008, the patient reported his insulin infusion sets are not properly adhering to his skin, especially when he is at the pool. He is currently using an extra tape but this has not resolved the issue. The sandwich method was explained to the patient and a complimentary box of tegaderm was sent. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.